Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has all high impedances. X-ray imaging revealed lead was fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
As reported the lead replacement was due to high impedance was confirmed. As received the model lead 3186 was complete, microscopic inspection observed all wires broken in the lead, that would cause high impedance issue as reported. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.